Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, the speaker has been replaced per the current process, and the device was returned to the customer.

Event description:
It was reported that the unit was showing inop message "speaker malfunction", and there was no sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.